Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon was performing a lap chole and removed the specimen. Upon irrigation they found the distal portion of the metal ring still in the patient. The device component was removed from the patient's cavity. The surgery was not extended by more than 30 minutes. The patient is fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) concurrently with sustaining engineering led an evaluation on one device opened by the account without the blister package or display box and three photographs of the subject device. Subsequently, three devices sealed blister packages were received from the account for additional evaluation. The evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. There was no plastic bag remnant noted on the metal springs, which had separated due to the disengaged black shrink tube that would form the metal ring. No damage was noted on either the metal springs or black shrink tube after microscopic inspection. The black shrink tube had disengaged from the metal springs in one piece with no evidence of deformation or stretching. The root cause for the disengaged blank shrink tube has been attributed to an intermittent lack of proper heat exposure when applying the shrink tube to the metal springs during the subassembly operation. A manufacturing enhancement has been implemented to prevent this intermittent condition from recurring. The three sealed instruments displayed no visual abnormalities, as each device was intact; the specimen bags were not deployed and attached to the metal rings. Functionally, the plunger and metal ring containing the specimen bag of each device advanced, deployed, and cinched properly. Each metal ring was subjected to a baseline force test of five pounds without any disengagement or damage noted to the black shrink tube or metal ring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.